Event description:
It was reported that the vns patient was experiencing an increase in seizures above baseline levels. The patient normally had 1-3 nocturnal seizures per month but was experiencing up to 10 seizures in three days that occurred during the day and night. The patient¿s post-ictal phase also increased. It was noted that the patient¿s generator had low battery. The patient underwent prophylactic generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Event description:
Analysis of the returned generator was completed. During the product analysis there were no anomalies found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications.

Event description:
The explanted generator was returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was obtained from the patients treating physician. The physician indicated that the patients seizures have returned to previous baseline frequency. It was noted that the patient is not on any seizure medication and uses vns as mono therapy. The cause of the seizures prior to generator replacement was not known, however, a device failure is not suspected.